Manufacturer narrative:
Summary of evaluation: it is difficult to accurately determine the cause of loosening with the limited info provided. The absence of the cement mantle and limited pt info makes it difficult to determine the cause of this event.

Event description:
Patient reported marked pain at 2-year post operative visit (1/5/98). X-rays showed stem to be "grossly" loose with cement fractures in gruen zones 1a $ 6. The hip stem was revised along with the precision proximal spacer (cat. No. 6259-9-200), femoral head (cat. No. 6284-0-326), and distal centralizer (cat. No. 6259-8-130).